Event description:
The device separated from the delivery wire during the procedure. The coil was being repositioned, the doctor pulled back on the device and it separated from the delivery wire. There was on no pt injury reported.